Manufacturer narrative:
Evaluation: still under investigation.

Event description:
When physician was deploying the zilver stent according to cook's instructions for use, it appeared that the stent may have fractured right outside of the sheath. The physician was unable to tell for sure so since it looked suspicious, he placed another stent. This patient needed 4-5 stents total to be placed.